Event description:
It was reported that the high impedances (>4000 ohms, tested at 0.25 volts) were observed on electrodes #0, 1, 2, 4, 6, and 7 on the lead component that was placed in the cervical location as part of the implantable neurostimulator (ins). It was noted that the patient experienced increased pain (less than 50% therapy relief) in the right shoulder during the event. The manufacturer¿s representative was able to reprogram the device and obtain full coverage of the patient¿s shoulder and right upper extremity. The patient status at the time of report was noted as ¿alive ¿ no injury¿. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).